Event description:
According to the reporter, in a bilobectomy, five reloads were okay to fire, but the sixth reload did not fire. The surgeon tried to fire over the lung parenchyma and the handle made a cracking noise. Another reload was used but the handle did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3h1097) egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3h1097) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT, (lot #unknown) sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.